Manufacturer narrative:
The analysis results found that the sheath was received torn and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. The applier was re-fired properly. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
The tissue marker did not deploy and the doctor felt assistance. The breast biopsy procedure was completed with a second tissue marker. There were no patient consequences reported. The device was returned for analysis.